Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 31 malfunction events, where it was reported there was reduced/inadequate brake force.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 28 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 2 devices were not inspected, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 31 malfunction events, where it was reported there was reduced/inadequate brake force. There was no patient involvement.